Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a blood glucose level. Customer's blood glucose at the time of the incident was 499 mg/dl. Customer was able to troubleshoot during the call. Customer reported finding air bubbles in the reservoir during troubleshooting. Customer reported finding two air bubbles. Customer reported that the first air bubble was approximately 2 centimeters wide, while the second air bubble was 4 centimeters wide. Customer reported that the air bubbles did not persist after changing her infusion set. No product is expected to be returned.